Manufacturer narrative:
Evaluation summary: the actual device involved in the event was not returned. The condition reported could not been confirmed on the single needle returned. No manufacturing defects were evident on this device. Based solely on the description of the event, it is likely that it resulted from an insufficient amount of epoxy securing the needle cannula to the hub. The epoxy fill process has been designed to insure that the occurrence of any defect is infrequent. Each process is continually monitored through inspections of samples to ascertain that the process is in control. Scheduled audits for visual and security of assembly insure the quality of the operation. A visual instruction on the proper set up of the applicator has been developed. This standardized the process between lines and shifts. Implemented a monthly preventative maintenance for the applicator. Installed positioning brackets for the existing sensor on each line. Increased needle pull in-process testing has been implemented. Analysis of complaint data for disposable hypodermic needles over the past two years reveals that this type of condition is reported at a rate of less than one in ten million units shipped.

Event description:
Needle shaft not attached to hub.